Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The rv lead has been implanted for more than ten years and it was suspected that lead coils were likely experiencing calcification. Since programmed rv coil to can they may have determined in the past a right atrial coil issue however now rv coil is also high. A defibrillation threshold test was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The rv lead has been implanted for more than ten years, and it was suspected that lead coils were likely experiencing calcification. Since programmed rv coil to can, they may have determined in the past a right atrial coil issue however now rv coil is also high. A defibrillation threshold test was recommended. The rv lead has been surgically abandoned but a portion has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The rv lead has been implanted for more than ten years, and it was suspected that lead coils were likely experiencing calcification. Since programmed rv coil to can, they may have determined in the past a right atrial coil issue however now rv coil is also high. A defibrillation threshold test was recommended. The rv lead has been surgically abandoned but a portion has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If information is provided in the future, a supplemental report will be issued.